Event description:
It was reported that the patient experienced endocarditis. The implantable pulse generator (ipg) system was explanted. A temporary pacing lead was placed to provide pacing support until a new system is implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. No issue was identified that required full analysis. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.